Event description:
While priming tri-tonne triple lumen with normal saline to introduce into scope, they were unable to flush the saline. Inspection revealed that the silver syringe port not in the black hub.